Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected off no power alarm or battery out limit alarm noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No error alarm or erased memory anomaly noted during testing. The unit was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that there is a battery out limit alarm. Customer also states that they aren't receiving insulin. The blood glucose reading was 220 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).